Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred causing the customer to manually resume insulin deliveries after the occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. As the pump supplies in use during the occlusion alarms had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.